Event description:
Patient revised on (B)(6) 2020 due to dislocation, approximately 9 weeks after primary surgery. Surgeon explanted 135/145 36/+9 standard humeral cup and 36mm centered glenosphere with screw, and replaced them with 40mm centered glenosphere with screw, 40/+6 standard humeral cup, and 135/145 reversed adapter for extra +9mm of spacing.